Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received multiple appropriate shocks due to electrolyte disturbance and the device was found to beat elective replacement indicator. The physician thought this was premature battery depletion. The patient was given potassium as part of their therapy. The device remains in use. No patient complications have been reported as a result of this event.